Manufacturer narrative:
Our field service engineer investigated the ventilator on site and solved the issue by replacing the air gas module. The device logs were not provided. The pre-use check passed after the replacement. The air gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The replaced part was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator generated an alarm indicating high air supply pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).